Event description:
It was reported that an alert was received showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel via a merlin at home transmission. Patient was asymptomatic. Programming changes were not made as the oversensing was not reproducible in clinic.

Event description:
New information received notes that further episodes of post paced t-wave oversensing were observed. Programming changes resolved the oversensing. The patient was asymptomatic and doing well. Device remains implanted.